Manufacturer narrative:
Concomitant medical products: product ID 553453, lead implanted: (B)(6) 1998.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, increasing and high thresholds. A lead polarity switch was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.